Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had difficulty charging the ipg and the patient complained of the ipg site being painful at times. The company representative confirmed with the patient the ipg was flipping in the pocket. The patient has been scheduled to see the doctor to discuss the ipg pocket revision.